Manufacturer narrative:
This investigation is ongoing, upon further information this investigation will be updated.

Event description:
Boston scientific received information that this lead was explanted due to a perforation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The allegation of a perforation was not confirmed in the laboratory.